Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B) (6) 2010. Reimplantation is planned, but had not taken place at the time of this report (B) (6) 2010.

Event description:
Boston scientific crm received information that this patient presented to the emergency room with complaints of dizziness, nausea and syncope. There were no allegations against device functionality.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another device on the contralateral side on (B)(6), 2010.(B)(4).